Event description:
Physician reported, right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed, as unidentified (tear) (shell thickness was within specification). As per the investigation procedure: particle was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported, rupture. The device has been explanted and replaced with another manufacturer's device. This relates to the right device.

Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.